Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. For treatment, mother states patient was put on a insulin drip, saline for dehydration and intravenous (IV) for sugar. The patient was reported to be vomiting and the ketones were large. The pod was worn for longer than 48 hours on the leg.